Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The implant(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (2 image(s) from the attachment(s) located in notes & attachments section of the product complaint). The image(s) was reviewed and there was no malfunction, damage, or defect of the implants observed on the x-ray. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in (B)(6) 2020, a bone graft was implanted and then rejected. It became swollen and turned purple. The patient underwent corrective surgery on (B)(6) 2020, and the implants were removed. No further information was provided. This is report 1 of 10 for (B)(4). This complaint has been updated with the 10 out of 21 devices. Please see the linked complaints (B)(4) for the additional eleven devices. Product code: unk-plate: tibia, lot #: unk, quantity: 1 (B)(4). Product code: unk-plate: tubular, lot #: unk, quantity: 1 (B)(4). Product code: unk-screws: locking, lot #: unk, quantity: 12 (B)(4). Product code: unk-screws: cortex, lot #: unk, quantity: 6 (B)(4).

Event description:
It was reported that a patient underwent an osteosynthesis of the tibia and fibula in (B)(6) 2019, and then in (B)(6) 2020 a bone graft was placed and it was rejected, it became swollen and turned purple. On (B)(6) 2020 the implants were removed. The implants used according to the radiographs are medial distal tibia plate and 1/3 3.5 tube plate with 3.5 locked and cortical screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.